Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type: lead product.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an ins with two sacral leads initially implanted into their right buttock to help manage chronic pelvic pain. One lead was replaced because it malfunctioned. Then the second lead malfunctioned eight months later. The patient had surgery to the two leads and four sacral leads were implanted; two leads to help manage pain and two to help with the overstimulation of the bladder that had been occurring for months. Then the whole device system was removed because of infection or rejection. The whole experience of the four surgeries impacted the patient¿s immune system and they developed a number of health issues: skin lesions, shingles, chicken pox, psoriasis, and mental health as they felt it controlled their life for two and a half years.

Manufacturer narrative:
H2 correction: please note that the event description captured in section b5 and the report source captured in section g2 have been updated at this time to clarify the initial report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The following information was reported by a patient via an incident report received by their regional regulatory body: it was reported that the patient had an implantable neurostimulator (ins) with two sacral leads initially implanted into their right buttock to help manage chronic pelvic pain. One lead was replaced because it malfunctioned. Then the second lead malfunctioned eight months later. The patient had surgery to remove the two original leads and four sacral leads were implanted; two leads to help manage pain and two to help with the overstimulation of the bladder that had been occurring for months. Then the whole device system was removed because of infection or rejection. The whole experience of the four surgeries impacted the patient¿s immune system and they developed a number of health issues: skin lesions, shingles, chicken pox, psoriasis, and mental health as they felt it controlled their life for two and a half years.